Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) is undergoing neutron radiation thearpy. Interrogation after treatement revealed the device had reverted to safety mode. A guidant technical services consultant explained safety mode function and recommended that the device continue to be checked after each subsequent radiation treatment, so that therapy availablity can be confirmed. Pacing was verified. When radiation treatments are complete, replacement is recommended.